Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade IV. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis, which showed fibrosis in relation to the periprosthetic capsule and cd30 negative lymphoid cellularity.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a2; a3a; h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with with another manufacturer's device. The excised capsule was sent to pathology for analysis, which showed fibrosis in relation to the periprosthetic capsule and cd30 negative lymphoid cellularity.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation particles crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with with another manufacturer's device. The excised capsule was sent to pathology for analysis, which showed fibrosis in relation to the periprosthetic capsule and cd30 negative lymphoid cellularity.